Manufacturer narrative:
Investigation summary: the customer is using an off-label extraction platform. Repeat testing data from the customer resolved the reported issue. Root cause: insufficient information; off-label use. Source: email.

Event description:
Customer reporting general issues with "noise" in the sars assay causing discordant results from run to run. Customer is using an off-label extraction platform. Sufficient information was not provided by the customer to fully investigate the issue.